Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached to/clogged in the air/water cylinder and the air/water channels,, but it was not possible to identify the foreign object. It is unclear whether there was any deviation from the instruction manual in the reprocessing procedure for areas where foreign matter remained. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. A few defects were noted where there was no image, the celling plate is deformed, the air/water cylinder has discoloration, the scope cylinder has discoloration, the forceps channel port has a scratch, the base plate is dirty due to water leakage, the plug unit has corrosion due to water leakage, the cable unit has corrosion due to water leakage, the label on the scope connector is peeled, due to wear of angle wire, bending angle in up direction does not meet the standard value, the plastic distal end cover has a dent, and the adhesive on the bending section rubber is detached. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the colonovideoscope exhibited communication error b30. Upon inspection of the customer¿s returned device, it was observed that the air/water tube had foreign material. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. It was noted that the reportable malfunction mentioned in b5, was likely a result of insufficient reprocessing. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.